Manufacturer narrative:
The date of the event was estimated as (B)(6) 2016 since it was reported that the event occurred sometime in (B)(6) 2016. Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, in-house testing was performed on strip lot k380613. Retain strip testing results met accuracy criteria and no product deficiency was established. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined by the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
A physician's in (B)(6) reported a variance between the inratio2 inr result and the laboratory inr result which occurred sometime in (B)(6) 2016. Results are as follows: date: (B)(6) 2016, inratio2 inr: 1.3, laboratory inr: 2.2. The testing was performed consecutively; however, the exact date of the testing could not be provided. Therapeutic range: unknown. There was no reported adverse patient sequela and no additional information was provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)